Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient was charging too frequently and had to charge her implant every day. Before she only had to charge every 3rd day. The implantable neurostimulator (ins) did not even last 24 hours. The patient had not recently been reprogrammed or switched to a new group or had the need to increase parameters. Stimulation was always at 9.0 or 10.0 and currently it was at 8.5. It was noted that a fall could be related to this issue. The patient fell on her knees 3 weeks ago. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken to resolve the issues.